Event description:
The customer reported the AED is displaying a service code warning for replace battery now and the asi is flashing red. The reported event did not occur during patient use.

Manufacturer narrative:
The customer reported the AED is displaying a service code warning for replace battery now and the asi is flashing red..the mainenance schedule is reported as daily. Requested the customer to download the log history file and send it to the manufacturer for analysis. Referred the customer to the distributor for a replacement battery pack and reviewed proper maintenance. No additional information is available at this time to further investigate the event. The IFU states: improper maintenance can cause the ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.